Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the service light on the cooler heater unit was "on" continuously. The device was not changed out, as they hit reset and the unit worked fine for the case. Per the perfusionist (ccp), they never noticed any functional issues with the unit. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The customer finally took the unit out of service because the alarms became annoying. The customer reported this issue to field service representative (fsr) during repair for MDR #1828100-2014-00646. No dates were available as this has been an ongoing issue. The customer does occasionally perform maintenance on their own systems. The fsr determined that the wire was disconnected on the j2 connection plug and wire was pushed into a v-slot. The fsr was able to restore connection by pushing the wire back into the slot. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.